Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, and 90% stenosed mid left anterior descending artery. The proximal shaft of the 25x12 mm trek balloon catheter fractured in two pieces during a failed attempt to cross. The device was removed from the patient without issue and a new trek balloon was used successfully to complete the case. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device and scanning electron microscopy analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
Subsequent to the previously filed medwatch report, new information received as follows: the balloon catheter had been used previously for inflation prior to the failed attempt to recross.